Event description:
Additional information was received regarding the patient's seizures. The nurse was unable to comment if the patient was actually experiencing an increase in seizures as he has a lot of seizures and seizure fluctuation is part of his normal seizure pattern. Although the patient still has frequent seizures vns has helped the patient. It was unknown if the recent increase in staring spell or the seizure that the patient went to the ER for were related to vns as it may have just been part of his normal seizures. It was unknown if there were any contributing factors to either seizures. It was believed that the increase was likely below pre-vns baseline but the nurse was unsure the actual frequency that the staring sells since patient's seizure frequency fluctuates, so the relationship to baseline is really unknown and clear at this time.

Event description:
It was initially reported that the patient was having an increase in staring spells, unknown if it was above pre-vns baseline. Diagnostics were run that showed the generator was functioning correctly and was no at end of service. The patient had there settings increased. The physician wants to evaluate if the change in setting will help with the staring spells. The patient has been referred for a prophylactic generator replacement. Surgery is likely but has not occurred to date. Good faith attempt for additional information have been unsuccessful to date,

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.